Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump timed out sooner than the 120 seconds that the time out setting was set to. Additionally, it was reported that multiple cartridge detection notifications occurred during the load sequence. Pump was restarted resolving the issue. Customer's blood glucose was 90 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.